Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited non-capture. The patient's lead was extracted and a replacement lead was placed in a new branch. The patient was stable throughout.